Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The eval was unable to confirm or reproduce an incorrect keypad response. The keypad was tested and no malfunction could be identified.

Event description:
It was reported that a keypad has an inoperable #2 key and when the #1 key is pressed, either 13 or 33 is entered. It was also reported that there was no pt involvement.